Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was dark and entire system did not power on. A technical support specialist (tss) found that full height cubie drawer 4.2 in the auxiliary had a defective drawer board that was causing the power supply to go into crowbar mode. Further the fse replaced the drawer board and tested the drawer board. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary io. Icub device displayed a black screen and failed to power on. After attempted to recover a drawer, the system indicated that the drawer required maintenance to complete recovery. Subsequently, a battery backup warning appeared stating the machine would shut down in 30 seconds, after which the unit powered off. Further attempts to restart the device were unsuccessful, with the system failed to boot and the monitor remained black. However, there were no delays or adverse events or injuries reported based on this event.